Event description:
Event desc: tech while aligning collimator to take image, collimator came loose and fell on patient's hand. Tech broke fall of collimator, patient got cut about .5" long. Second set of x-rays to ensure no further harm. Not sure which hand. Hospital cannot release patient info due to hippa.

Manufacturer narrative:
There are two pieces, identified as "collar locks", progeny (B)(4), provided with the progeny linear IV collimator as shown in the attached photos (collimator collar locks #1 and collimator collar locks #2) taken of a unit we opened up here in our factory. The collar locks appear to be missing from the collimator shown in (B)(6) pictures we received. The collar locks, according to progeny, are "fail-safes" in the event the collar/screw assembly becomes detached, as in this incident. The collimator is shipped with these parts installed, and must be removed and re-installed by the field service technician according to the manufacturer's instructions.